Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735346r, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment and hardware parts were replaced. The navigation system then passed the system checkout and was found to be fully functional.(B)(4) apply to the system service. (B)(4) apply to the concomitant product. No parts have been received by the manufacturer for evaluation. Note: this allegation was previously reported under regulatory report:(B)(4),us FDA - MDR, (B)(4) and regulatory report:(B)(4),us FDA - MDR, (B)(4). However, based on further information the issue was determined to be the camera/psu. Please note that all further information will be submitted under regulatory report:(B)(4),us FDA - MDR, (B)(4), product:9734056, item:10, s/n:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that prior to use when an attempt was made to perform registration using the navigation system, the passive frame and passive probe was not recognized and the right most led of the psu was blinking. The operation was performed by discontinuously using the navigation system. No impact on patient outcome. There was a delay less than one hour. Additional information was received. It was reported that the cause of the issue was confirmed to be the psu and not the instruments.

Manufacturer narrative:
H3) the psu was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.